Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 20 months ago. The patient had a high creatine level so a non-contrast CT was done. The original implant information is unknown. The patient was in for a routine follow up appointment. It was reported that the stent graft has migrated due to aortic neck dilatation with no endoleak noted. An endurant cuff was successfully implanted to treat the migration. Another manufacturer's cuff was also implanted in the left iliac artery to extend down 15 mm. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: graft migration. Disease progression, neck dilatation. Evaluation, conclusion: disease progression, neck dilatation.